Event description:
The report indicated that during a procedure the catheter performed as expected. After removal of the catheter they noticed that the balloon was missing from the catheter body. The balloon was still in the patient. They introduced a 4emb catheter into the patient, upon removing it they found the balloon from the 5emb80 catheter. They then introduced a 5emb catheter into the patient and upon removing it they found the ring.